Event description:
Per tbm, links in deck spring breaking on many beds (B)(4) at (B)(6). All are breaking in same area over rotating frame member. Can see wear on member. Also, there is a burr on end of that same member that is sharp and is wearing into the mattresses. All beds have this issue also.